Event description:
Neuronetics was made aware by a tms practice that a male patient had eye pain and twitching that started about midway through his 36 treatment course and continues after treatment was completed.

Manufacturer narrative:
Patient had neurological testing and opthomology appointment to determine cause of eye pain and twitching but results were normal. Some changes to the patient treatment settings, to address discomfort, are not considered normal protocol. The patient did finish the course of tms treatment and had improvement in his depression. A causal relationship between the patient's symptoms and the tms treatment can not be ruled out based on the existing information. Therefore, reporting out of an abundance of caution.